Event description:
Caller reported cgm error 42, indicating a problem with the continuous glucose monitor. Blood glucose level was not adversely impacted. Technical support guided the customer through a pump reset process, resolving the error, although caller was waiting for sensor replacement from dexcom.